Manufacturer narrative:
A device history record review could not be conducted since the lot number was not provided. The customer complaint cannot be confirmed due to the sample involved in the incident reported or a picture was not provided. However, material on hand of product code 1641 was reviewed and no issues were found that can lead to this issue. A root cause could not be identified without a sample for eval.

Event description:
The complaint reported as: the complaint alleges that the elbow adaptor has a ridge at the cuff end and it creates enough of the leak that the ventilator will not pass the pressure test. No report of pt injury.